Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the insufflation unit exhibited noise from inside the equipment that sounded like a gas leak. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s final investigation. Correction added for g3 date should be: june 5, 2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the investigation results, the gas leak was unable to be specified. Presumably, the event was caused by a failure of the pressure reducer. However, a definitive root cause could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿a review of the instruction manual and product labeling revealed no abnormalities that could have led to the incident.¿ olympus will continue to monitor the field performance for this device.